Event description:
It was reported that the patient experienced a shocking or jolting sensation. Voltage was measured at 3.69 volts on the last visit to the physician but now was at 3.71 volts. Impedance measurements showed >2000 ohms on electrodes 2 and 3. The device was currently programmed for c+, 2-, 3-. The patient was scheduled to see a neurosurgeon next week. Additional information was requested.

Manufacturer narrative:
(B)(4).